Event description:
The involved surgeon reported a pt with a significant medical history including repair of tetralogy of fallot with pulmonary atresia, rvot reconstruction and cryopreserved pulmonary homograft placement in 1999, underwent unroofing of the pulmonary valve homograft at approx one year post-implantation due to homograft stenosis and obstruction. According to the operative note, the valve in question was 19 mm in diameter at implant and 9 mm in diameter at re-operation, requiring unroofing of the valve and angioplasty of the right ventricular outflow tract and main pulmonary artery using a cryopreserved pulmonary trunk patch allograft in 2000.